Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a bidirectional shunt noted following the removal of the sgc. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was reported that the atrial septal puncture was difficult. The patient was noted to have had a previous ablation of the inferior-posterior atrial septum. A transseptal puncture was made in this location and attempt was made to advance the steerable guide catheter (sgc) through this site to the left atrium without success. A second transseptal puncture was made was made in the middle-posterior location and attempt was made to advance the sgc again without success. As a troubleshooting measure, an 8 mm balloon catheter was introduced to dilate the septal puncture and following that the sgc was able to be advanced to the left atrium. One clip was advanced to the mitral valve and successfully implanted reducing mr to 1. Following removal of the sgc a bidirectional shunt (left to right and right to left) was confirmed. Oxygen saturations were noted to be 94% and the decision was made to observe the shunt conservatively. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult positioning appears to be due to challenging patient anatomy. A cause of the reported perforation could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury was a result of case specific circumstances as no treatment was provided for the reported perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.